Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that within a day of implant, the patient had phrenic nerve/diaphragmatic stimulation from the dislodged left ventricular lead. The lead was explanted and replaced. The patient is part of the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.